Event description:
It was reported that they were unable to interrogate the implantable pulse generator (ipg). There was inadequate pacing and sensing of the device. During the ipg replacement procedure lead dysfunction was observed. The lead was taken out of service and a new right ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407458 implantable pacing lead 2008 (B)(6); 407652 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.